Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a surgical procedure, the surgeon was using 2.0 mm and 2.5 mm headless compression screws. A countersink was utilized; however, the implantation site was not pre-drilled prior to screw insertion. During the procedure, the driver tip fractured and separated within the head of a cannulated screw. The surgeon was unable to remove the retained driver fragment from the screw head, and the fragment remains implanted within the patient. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.